Event description:
It was reported that within a month after the implant procedure, the patient experienced fatigue and a fever due to a staphylococcal blood stream infection. The patient then became anemic and developed multiple blood clots in both lungs. The patient was hospitalized for several weeks, given a line and administered multiple antibiotics. The physician assessed the event was not device related and that the patient had a very weak immune system causing the infection. The patient is currently doing very well.